Manufacturer narrative:
Additional information: (B)(4).

Event description:
New information received stated that the patient presented in clinic for scheduled follow up. Upon interrogation of the pulse generator, the atrial lead exhibited noise oversensing. The lead was then capped and replaced on (B)(6) 2019. After the procedure, the patient experienced chest pain. The symptom was evaluated by the physician and the patient was determined to be in stable condition. The patient was discharged from the hospital on (B)(6) 2019.

Event description:
New information received stated that the atrial lead also exhibited a lead insulation breach.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited an oversensing anomaly. On (B)(6) 2019, the lead was capped and replaced.